Manufacturer narrative:
While picking up the balloon for product return, the abbott sales representative observed a mid-distal kink in the shaft of the balloon. It is unknown when the kink occurred. Csi ID: (B)(4).

Event description:
A scoreflex nc scoring balloon was used for treatment of a heavily calcified, 85% stenosed lesion in mid left anterior descending (lad) artery via right radial approach. A 6fr guiding catheter was used to deploy the balloon to the lesion. No resistance was felt while advancing the balloon. The scoreflex was inflated at nominal pressure in mid lad artery totally occluding it. The scoreflex could not be deflated. Using different indeflators, syringes and other unspecified devices did not resolve the issue. Wire cutters from the operating room (or) were used to cut the balloon shaft at the hub to get it to deflate but the balloon remained inflated. A guide extension catheter was placed over the cut shaft to wedge the balloon down as much as possible. With some gentle pulling, they were able to get the balloon to the guide extension catheter and pulled the whole system out together. To complete the procedure, balloon angioplasty and stent placement were performed using abbott bmw guide wire for device delivery. There was a three-minute delay to the procedure but no harm to the patient.